Event description:
A 4.0mm diameter x 24mm length ave gfx2 stent was inserted into a proximal bend of the left anterior descending artery and deployed at 12atm(4.2mm) for 37 seconds. The lesion was pre-dilated with a 3.0mm x 20mm ranger ptca balloon. After deployment of the stent, it was noted that there was a dissection distal to the stent. The dissection began to extend distally down the artery and consequently, the pt became hemodynamically unstable, an intra-aortic balloon pump catheter was inserted and add'l attempts were made to treat the dissection with an ranger ptca balloon catheter. The pt continued to become increasingly symptomatic and subsequently experienced cardiac arrest. As a result, the pt was sent to surgery for emergency bypass surgery. The pt is doing fine post surgery. There is no further info available from the user facility.